Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds kit was blown. Additional malfunctions include the muffler was clogged, and the manifold was sticking.